Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Investigation results: media: media was received in the form of images and a video of the device. Review of media showed a pta/meier device, however, it is not possible to see the reported damage. Also, in other of the pictures, the upn and batch from the device pouch match with the information of the complaint record. Device evaluated by MFR: the pta/meier device was returned to our post market quality assurance laboratory. A visual inspection was performed and identified that the guidewire was unraveled due the core wire was found detached separated from distal tip to the tip, moreover the distal tip was stretched and bent. It is not possible to accurately measure of the guidewire, since the distal tip was stretched, this damage distorts the actual result. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the guidewire was kinked. A .035in, 300cm pta/meier guidewire was selected for use. During preparation, it was noted that the guidewire was kinked and lengthier than usual. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed that the core wire was detached/separated from distal tip.